Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reports receiving a communication error between their continues glucose monitor and the pod. The patient reports their right toe had turned black and their right leg had a burning sensation. In addition, the patient reports having a fever. The patient reports administering 16 units of manual insulin by injection after corrections boluses had not decreased their blood glucose levels. The patient reports after treatment of manual insulin their blood glucose level was 116 mg/dl. Once at the hospital the patient was diagnosed with high blood sugar levels as well as neuropathy and an infection on their toe. The patient was treated with antibiotics, intravenous fluids. The patient was prescribed an antibiotic to be taken for 10 days. The patient was in the hospital for 6-7 hours. The patient reports upon removal of the pod after this event they are unsure if the cannula had properly inserted at the pod infusion site (abdomen). In addition, the patient reports the pods cannula was found to be bent.